Manufacturer narrative:
Follow-up # 1 (05/09/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing, result met specification, no faults were found, and the meter functioned properly. Pa unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported blood glucose results of 9.2 mmol/l with a lifescan meter and 6.7 mmol/l on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. Reportedly, the patient had symptoms described as "confusing and disoriented" two hours prior to the onset of the inaccuracy issue. There was no reported medical intervention that would suggest a serious injury.